Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Based on what was medically reported, it is unlikely any of the events were related to fmc products. Fmc does not manufacture pd catheter. Pd catheter related touch contamination was most likely the cause of this peritonitis.

Event description:
A peritoneal dialysis (pd) pt reported an unspecified hospitalization for clinical reasons. During a follow up call with the patient's peritoneal dialysis registered nurse (pdrn) it was reported the pt developed catheter related peritonitis believed to be the result of touch contamination. The pt was hospitalized from (B)(6) 2015 to (B)(6) 215. Based on medical records received, the pt was admitted to the hospital with symptoms of low abdominal pain and fever. He was also hypotensive and his antihypertensive medications were held back. IV fluid were given to replenish the pt. The pt had his pd catheter fluid tested and the culture came back positive for staph epi and also bacillus. Many wbc's were seen in the pd catheter culture. The pt's discharge diagnosis was acute sepsis secondary to bacillus bacteremia. More specifically it was a peritoneal infection with bacillus peritonitis secondary to pd catheter use. He was initially treated with broad spectrum antibiotics and subsequently discharged home with IV vancomycin at infusion center and peritoneal vancomycin at home and at infusions at dialysis center.